Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3487a-33, lot # j0118429v, implanted: (B)(6) 2001, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension.

Event description:
A manufacturer representative reported that the patient was experiencing discomfort at the lead and extension site about a year and a half prior to the date of this report. It was reported that the patient gradually felt a burning sensation, like a deep ache. It was noted that this was the patient's first implantable neurostimulator (ins) and the discomfort continued with their current device. The patient was to follow up with their healthcare provider (hcp). Indications for use are non-malignant pain, failed back surgery syndrome, and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.